Event description:
It was reported a minicap transfer set leaked; further described as "water leaked when it was closed".this occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for less than two months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the occluder feet were observed broken. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified a flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the leak was due to the broken occluder feet. The cause of the broken occluder feet on the main body could not be determined; however, the damage is consistent with exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.